Event description:
It was reported that the patient's spectra penile prosthesis was replaced with an inflatable penile prosthesis for unknown reasons. No patient complications reported in relation to this event.

Manufacturer narrative:
Additional information reported indicates that the device did not fail to meet it's performance specifications and performed as intended. The device did not result in permanent impairment or damage. Medical or surgical intervention was not needed to preclude permanent impairment or damage. The surgery was performed electively per the patient's choice. The event is not reportable.

Event description:
Additional information reported revealed that the patient "didn't like" their malleable prosthesis and requested to receive an inflatable penile prosthesis instead. No patient complications reported in relation to this event.